Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, resistance was met as the guide catheter was retracted for stent deployment and the stent was deployed at an undesired position. It was also noted the guide catheter was stretched. The stent was removed and the procedure was successfully completed with another flexima biliary stent system. There were no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
A visual evaluation of the returned device revealed that the suture was detached/separated from the delivery system and was not returned for evaluation. The suture hole was torn. The push catheter was kinked near the proximal end. The cap on the touhy borst was missing and was not returned for evaluation. The guide catheter was stretched and broken near the proximal end. The broken distal end of the guide catheter remained inside the delivery system and was removed for evaluation. The distal end of the guide catheter revealed multiple kinks/bends (suture impressions). Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, resistance was met as the guide catheter was retracted for stent deployment and the stent was deployed at an undesired position. It was also noted the guide catheter was stretched. The stent was removed and the procedure was successfully completed with another flexima biliary stent system. There were no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
The patient's exact age is unknown, but is reportedly over 18 years. The device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.